Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and found that the rinse mechanism nozzles were overflowing the cuvettes. He then adjusted the rinse mechanism and dispense valves to the correct levels. He verified the analyzer's performance by operational and mechanical checks with successful results. The customer performed calibrations and qcs with successful results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable hemoglobin a1c results from multiple patient samples tested on the cobas c513 analyzer commercial system. The reporter provided one example of a discrepant result. The initial result was not reported outside of the laboratory. The reporter noted that it was an obviously wrong result which prompted a rerun of the sample. The initial result was 19.83 %. The repeat result was 9.96 %. The repeat result was deemed correct.  The reagent lot number and the expiration date were requested but not provided.